Event description:
It was reported that the ceramic head was damaged on the outer sheath. This occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: impact, dropping, shock or similar stress. The event can be detected/prevented by following the instructions for use which state: in IFU "chapter 4.1 inspection and testing", ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ (instruction manual_a22040a.pdf). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device